Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited consistently high thresholds despite being repositioned several times. The ra lead was removed and replaced. The replacement ra lead also exhibited high thresholds which came down over time. The replacement ra lead remains in use. No patient complications have been reported as a result of this event.